Manufacturer narrative:
Device evaluated by manufacturer: the catheter was visually, tactilely and microscopically examined which found dried blood and contrast present which is consistent with the device having been used within the body. The balloon has evidence of having pressure applied. A pinhole was found directly over the proximal end of the markerband. The guidewire lumen and the markerband were visually examined directly under the pinhole and found no damage that could have caused the balloon pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the left anterior descending artery. The first inflation with the 1.5 x 20mm maverick2 balloon catheter was at 7 atms. During the second inflation the balloon burst at 8 atms. The procedure was successfully completed with another of the same devices. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the left anterior descending artery. The first inflation with the 1.5 x 20mm maverick2 balloon catheter was at 7 atms. During the second inflation the balloon burst at 8 atms. The procedure was successfully completed with another of the same devices. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).